Event description:
It was reported the pt has experienced pain at the ipg site for the past 6 months. The pt reported the site is not sensitive to touch but it does hurt when palpitated and feels like a bruise. A physician consult is forthcoming to evaluate the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.